Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that during the sterilization process, the device leaked oil. There was no pt involvement or adverse consequences.